Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient underwent a procedure using an interspinous spacer system to treat lumbar canal stenosis and the procedure was completed without any incident. It was reported that a spinous process fractured approximately one moth post-op when the patient lifted a 15kg bag. As a result, the spacer became dislocated and the patient underwent a revision surgery to remove the spacer and to add a construct via plif. No further complications were reported.